Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015; 429688 lead, implanted (B)(6) 2012. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was below the expected lower range. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room with the device alarming due to a lead integrity alert on the right ventricular (rv) lead. Interrogation showed some short ventricle to ventricle intervals and non-sustained tachycardia-ventricular tachycardia (vt) events that appear to be oversensing. The lead also had low impedance after the alert triggered. The sensitivity was reprogrammed and the rv lead sensing was changed from tip to coil from bipolar. After the reprogramming, no oversensing was seen upon interrogation and the lead impedance was within normal range. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.